Event description:
It was reported that the patient experienced urinary retention with an artificial urinary sphincter (aus) leading to the device being deactivated. Two months later, imaging was done to assess the situation and it was noticed that the cuff had migrated to the bladder neck. A revision surgical procedure was scheduled to address the experience. There were no further patient complications.